Event description:
This MDR is related to MDR 3013840437-2022-00069, referring to the same patient. This spontaneous report was received from a (B)(6) physician and concerns a female patient. She was injected with a total of 3 ml of radiesse, into the zygomatic arch, mandibular angle and nasolabial fold, on (B)(6) 2021. The patient was injected with 1 vial of 1.5 ml, into each hemiface. As reported, the patient was injected at the level of the zygomatic arch for facial tightening and for malar support, at the level of mandibular angle and at the level of nasolabial fold. At the mandibular angle level very little amount was deposited, mainly on the right hemiface because of the masseter hypertrophy. The batch record review was received and the lot number for radiesse was confirmed as a00010410 (expiry date 02/2023). A lot search in the global safety database was conducted. The 1.5 ml of radiesse vial was diluted with 1 ml of 2 % lidocaine (product preparation issue, off label use of device). The volume injected in each hemiface was 2,5 ml. Radiesse was injected with a fan shaped cannula, in 3 entry points at the facial level. A revision was recommended in 2 weeks. The patient medical history included a masseter hypertrophy. She received the covid vaccination, on (B)(6) 2021 and was not feeling well on that day. In (B)(6) 2021, after the radiesse injection, the patient experienced an inflammation and nodule, in the treated area. On (B)(6) 2021, the patient returned for radiesse revision and upon examination, there was some inflammation in the treated area, mainly at the entry point of the right lateral angle, where a small painful nodule was observed. Ibuprofen and massage were recommended for 3 days and a new check-up in 1 month. On (B)(6) 2021, the patient started to see another physician who took over her case. On the same date, she returned with a consistent nodule in the right mandibular angle area, with no inflammation, no heat, no pain, and no erythema. The nodule was a little above the maximum projection of the masseter and had such a thin skin, it was even more noticeable. On the left side there were also some smaller nodules, but they were not as noticeable. As corrective treatment, the patient was injected intralesional, with 0.3 ml of 0.9% sterile saline, with the intention to dilute the nodule. A consultation for evaluation in 10 days was recommended. On (B)(6) 2021, the patient returned for review. An improvement was noted with the application of 0.9% physiological saline solution to the area of the nodule, and it appeared to be smoother. Intralesional 0.9% saline was again applied to the right nodule and also to a smaller left nodule. A revision was recommended in 10 days. On (B)(6) 2021, she returned for revision, apparently an improvement was observed with the application of 0.9% physiological saline solution, in the area. A third application of 0.9% physiological saline solution was performed, in the right nodule and also in a smaller left nodule. On the same date, it was observed that the nodule on the right side was barely perceptible, but 0.9% physiological saline solution was applied on both sides. A revision was recommended in 10 days. On (B)(6) 2021, the revision was performed to see the evolution after the 3 applications of intralesional 0.9% physiological saline solution, into nodules. On the examination, the nodules were palpable to the touch, but visually unobservable. It was decided not to perform any intervention. On (B)(6) 2021, upon a review, the nodules reappeared in the radiesse application area, in both, the left and right masseter areas. It was decided to perform a new intralesional application with 0.9% physiological saline solution and 2% lidocaine. On (B)(6) 2021, during a review, no change was observed since the last intervention with 0.9% physiological saline solution and lidocaine. A second opinion by a physician was requested and together with the patient, it was decided to perform an ultrasound evaluation and a possible treatment with an ultrasound guided fotona laser, if indicated. On (B)(6) 2021, during a revision, the ultrasound was performed and an absence of capsule or image suggestive of synthetic product was observed, but presence of disorganized hyperechoic fibres. Endolifting in the right mandibular angle nodulation with apparent emulsification of the induced collection. On (B)(6) 2022, ultrasonographical, there was some reorganization of the studied fibres, with no changes in consistency, but with apparent loss of volume. Intralesional collagenase and hyaluronidase were infiltrated with immediate apparent dissolution. On (B)(6) 2022, another ultrasound was preformed which showed that there was still an evident lack of encapsulation of the granulomatous collections with visible fibrosis, unable to appreciate the non-autologous product. Intralesional collagenase infiltration without hyaluronidase was repeated, with immediate apparent dilution, but no change post ultrasound therapy. On (B)(6) 2022, the ultrasound showed that a lack of encapsulation of the granulomatous collections was still evident, with visible fibrosis, but unable to appreciate the non-autologous product. Intralesional collagenase infiltration without hyaluronidase was repeated, with immediate apparent dilution, but no change post ultrasound therapy. Due to the provided information, the outcome of the event inflammation was considered as resolved (reported as not resolved), in 2021. The outcome of the even nodule was reported as not resolved. Due to the provided information, the outcome of the event visible fibrosis was considered as not resolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event nodule (pt: injection site nodule), was deemed to meet the serious criteria of treatment required to prevent permanent damage. The device history record for radiesse injectable implant, lot number a00010410, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformance's were noted.

Event description:
This MDR is related to MDR 3013840437-2022-00069, referring to the same patient. Follow up information was received on 10-may-2022: the physician indicated that the patient was supposed to undergo an MRI scan to check her condition. The outcome of the events remained unchanged.

Event description:
This MDR is related to MDR (B)(4), referring to the same patient. Follow up information was received on 28-jun-2022: the patients age was provided. She was 39 years-old, on (B)(6) 2022 (ambiguously reported as (B)(6) 2022). The patient was injected subcutaneously, with a total of 3 ml of radiesse, on (B)(6) 2021. Needle used for injection was a cannula. As reported, the patient was worried about the expression wrinkles and nasolabial fold. Upon evaluation she had a elastosis, expression wrinkles, loss of malar volume, skin texture with open pores, molars, and rosacea. The treatment plan was to inject a toxin in the upper third, hyaluronic at malar level - 1 to 2 ml (or 2 ml in one session), a skin booster or collagen stimulator and a spectrum (4 treatments). As reported, on that day, a treatment of the upper third of the face with azzalure. The revision was planned in 3 weeks. The patient had filler treatments in the past, into the upper third, on (B)(6) 2020. On (B)(6) 2020, the patient had a botox revision and was very happy with result. She had a treatment with hyaluronic acid at the malar level with ultradeep (batch number: 200421bo), with a cannula (cad 2022-01). The patient preferred to do the treatment little by little and came in 2 weeks later, for a revision and to evaluate the second milliliter. On 30-sep-2020 (ambiguously reported as (B)(6) 2022), the patient went for a treatment review and to perform the second milliliter of ultradeep (batch number: 200421ao), into the cheekbones. The patient was injected with a cannula (cad 2022-02). As reported, on the next consultation ellanse or radiesse. On (B)(6) 2020, the patient was seen for a check-up and noticed a harder spot on the cheekbones, where the physician recommended a massage. There was no lump on palpation. She noticed an effect on her face, but it was not visible in pictures. That day she took a voucher and was planning to came in one month for ellanse in the lower third and to check the malar area. On (B)(6) 2022, the patient received the treatment with ellanse, with 2 entry points, into the mandibular angle and nasolabial fold. The revision was 2 months later. On (B)(6) 2021, the patient was reviewed for the ellanse treatment and it was noticed that she had a little effect. The physician did 0.2 (as reported), bilateral, into the upper third in vectors. A dye - vil (ipl) laser treatment for rosacea in general and spider veins was performed. As reported, she was treated, in nose (15 msg - 9 j), in frontal (15 msg- 11j), on lower third (15 msg- 10j), cheek (12 msg - 11j), nose strip (10msg- 11j). The patient experienced swelling, which was expected. The physician recommended cicalfate with cold and adventan, only if necessary with a review scheduled one month later with toxin and to see if any stitches were needed in the nose. On (B)(6) 2021, the patient had a treatment with azzalure. She also had a retouch of the dye - vl laser treatment on the cheek and a review scheduled for 3 weeks later and to assess the spider veins 1 month later. On (B)(6)2021, the patient went for a toxin revision. As reported, she was treated with neodymium yag (90j - 6 mm - 15msg) in a spider vein that remained after the laser. In (B)(6) 2022, she was due to assess the flaccidity. On (B)(6) 2021, the patient went for a revision. She still noticed a spider vein in the nose that remained. She was treated again with neodymium yag shot (with 6mm-90j - 15msg) and it seemed to disappear. As reported, the patient did not refer previous aesthetic background. The patients medical history was reported as none. She had no allergies, no herpes, intake of interferon, omalizumab or surgeries. She did few exercises (bicycle) and smoked 15 cigarettes a day. She took an antidepressant as chronic medication. The patient was not hospitalized. She had no systemic antibiotics. The outcome of the events remained unchanged. In the opinion of the reporter, the event was of moderate intensity, not life threatening and related to radiesse. Follow up information was received on 06-jul-2022: the reporter informed that another physician injected the patient with radiesse and that the patient was already a client in the center. The injection was performed by using the usual radiesse technique, disinfection and fine retro-tracing lines, at the facial level. In 2021, two months after the radiesse injection, the patient went to the clinic due to the presence of 7 lumps. The reporting physician continued the treatment. Despite the treatments carried out, no improvement was achieved. It seemed that when doing the treatments under ultrasound control, no product was seen and granulomatous collections were with visible fibrosis, but without being able to appreciate non-autologous product. In 2022, the patient had another ultrasound and at the time of this report, the physician was waiting for the results. As reported, the physician did not know if it had to do with the fact that a month after carrying out the radiesse treatment, the patient was vaccinated against covid. The outcome of the events remained unchanged.